Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-02379, 1627487-2013-02381 and 1627487-2013-02382. The patient has two scs systems. It was reported the patient experiences pocket heating while charging both of her ipgs. She stated she could not recall when the issue started and she had noticed some red marks over the pocket site after charging. Two replacement charging systems were sent to the patient. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.